Event description:
The customer received questionable calcium patient results and sent 30 samples to be repeated. She provided results for twenty-six samples, 20 of the samples were discrepant. All initial calcium testing was performed on cobas integra 800 clinical chemistry analyzer, serial number (B)(4). Patient 1, initial calcium result was 11.1 mg/dl, repeated twice giving 10.0 mg/dl (on a modular analytics analyzer) and 10.4 mg/dl (on this cobas integra 800 analyzer). Patient 2, initial calcium result was 9.5 mg/dl, repeated twice giving 8.6 mg/dl (on a modular analytics analyzer) and 9.2 mg/dl (on this cobas integra 800 analyzer). Patient 3, initial calcium result was 10.3 mg/dl, repeated twice giving 9.2 mg/dl (on a modular analytics analyzer) and 9.2 mg/dl (on this cobas integra 800 analyzer) patient 4, female, initial calcium result was 11.1 mg/dl, repeated twice giving 10.1 mg/dl (on a modular analytics analyzer) and 10.1 mg/dl (on this cobas integra 800 analyzer). Patient 5, initial calcium result was 10.3 mg/dl, repeated twice giving 9.3 mg/dl (on a modular analytics analyzer) and 9.8 mg/dl (on this cobas integra 800 analyzer). Patient 6, initial calcium result was 10.7 mg/dl, repeated twice giving 9.5 mg/dl (on a modular analytics analyzer) and 10.1 mg/dl (on this cobas integra 800 analyzer). Patient 7, initial calcium result was 10.7 mg/dl, repeated twice giving 9.7 mg/dl (on a modular analytics analyzer) and 10.0 mg/dl (on this cobas integra 800 analyzer). Patient 8, initial calcium result was 10.7 mg/dl, repeated twice giving 9.4 mg/dl (on a modular analytics analyzer) and 9.9 mg/dl (on this cobas integra 800 analyzer). Patient 9, initial calcium result was 10.9 mg/dl, repeated twice giving 9.8 mg/dl (on a modular analytics analyzer) and 10.3 mg/dl (on this cobas integra 800 analyzer). Patient 10, initial calcium result was 11.3 mg/dl, repeated twice giving 10.1 mg/dl (on a modular analytics analyzer) and 10.1 mg/dl (on this cobas integra 800 analyzer). Patient 11, initial calcium result was 11.7 mg/dl, repeated twice giving 10.1 mg/dl (on a modular analytics analyzer) and 10.7 mg/dl (on this cobas integra 800 analyzer). Patient 12, initial calcium result was 10.3 mg/dl, repeated twice giving 9.2 mg/dl (on a modular analytics analyzer) and 10.0 mg/dl (on this cobas integra 800 analyzer). Patient 13, initial calcium result was 10.5 mg/dl, repeated twice giving 9.7 mg/dl (on a modular analytics analyzer) and 11.3 mg/dl (on this cobas integra 800 analyzer). Patient 14, initial calcium result was 11.0 mg/dl, repeated twice giving 9.4 mg/dl (on a modular analytics analyzer) and 9.9 mg/dl (on this cobas integra 800 analyzer). Patient 15, initial calcium result was 11.0 mg/dl, repeated twice giving 9.6 mg/dl (on a modular analytics analyzer) and 9.7 mg/dl (on this cobas integra 800 analyzer). Patient 16, initial calcium result was 12.2 mg/dl, repeated twice giving 10.9 mg/dl (on a modular analytics analyzer) and 11.4 mg/dl (on this cobas integra 800 analyzer). Patient 17, initial calcium result was 10.3 mg/dl, repeated twice giving 9.1 mg/dl (on a modular analytics analyzer) and 9.4 mg/dl (on this cobas integra 800 analyzer). Patient 18, initial calcium result was 10.4 mg/dl, repeated twice giving 9.6 mg/dl (on a modular analytics analyzer) and 9.8 mg/dl (on this cobas integra 800 analyzer). Patient 19, initial calcium result was 9.5 mg/dl, repeated twice giving 8.7 mg/dl (on a modular analytics analyzer) and 9.5 mg/dl (on this cobas integra 800 analyzer). Patient 20, initial calcium result was 11.1 mg/dl, repeated twice giving 9.5 mg/dl (on a modular analytics analyzer) and 10.2 mg/dl (on this cobas integra 800 analyzer). Only the calcium results generated using the modular analytics analyzer were reported outside the laboratory and the customer believed those results to be correct. The field application specialist investigated the calcium reagent issue and advised the customer to initiate a new calcium reagent lot number. The customer calibrated and ran quality control on the new calcium lot number which resolved the issue. Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed (B)(6) 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.